Event description:
Pt has 3 fr groshong PICC for home intravenous antibiotic therapy. First repair for leak done 6/23/98 report filed with medwatch (access # 1014135). Line again repaired on 7/27/98. Interruption is venous access. Line still in place till 8/12/98.